Event description:
It was reported that a female patient, underwent a paroxysmal atrial fibrillation procedure with a lasso® 2515 nav eco variable catheter and suffered cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. The procedure was stopped. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that patient¿s heart was very small and it was difficult to maneuver the catheter. Also that this could occur during manipulation of the catheter on mapping phase, however; ablation had started already when tamponade was discovered. Therefore, it¿s not clear in which phase exactly happened. Settings during the event include: temperature control mode, power of 25 watts, temperature cut-off at 50 degrees, irrigation flow of 2 ml/min while mapping and 17 ml/min on ablation and an 8.5 french fast-cath guiding introducer was used.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot # 17122950l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Non-bwi products used: st. Jude medical (needle and 8.5 fast-cath guiding introducer). (B)(4).